Event description:
Percutaneous coronary intervention (pci) was conducted to treat the restenosis of a previously implanted taxus at the aha2 cypher (2.5/25mm) was being delivered, but the cypher became caught with the struts of the previously implanted taxus at aha2; therefore, pre-dilation with a balloon (sapphire 2.0/15mm) was conducted at the distal end of right coronary artery (rca) and the guiding catheter (gc) launcher 5f jr4.0 was being deeply inserted for additional backup support by parallel balloon technique, but it also became caught on the proximal end of the taxus and the engagement was unsuccessful. Therefore, the physician tried to redeliver the cypher several more times, but the cypher could not be delivered. When the cypher was removed from the patient, the physician confirmed the stent to be flared (portion unknown). Therefore, the physician tried to deliver a different stent (taxus 2.5/24mm), but it could not be delivered either. To finish the procedure, plain old balloon angioplasty (poba) was conducted with a balloon (sapphire 2.5/15mm) and the procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's condition. The physician did not indicate any anomalies prior to use. It is unknown if excessive force was used to cross the implanted stent. During advancement of the stent delivery system (sds), the stent became hooked within the implanted stent. There was no indication that there were any problems encountered removing the device from the patient or the implanted stent. There were no other noted anomalies. The patient was a 75 year-old male. The target lesion was aha2 approx 3. The lesion was an isr lesion of taxus. There were 2 taxus (2.5/24mm and 2.5/24mm) previously implanted at aha2 approx 3, which had restenosed. The vessel was moderately calcified and moderately tortuous. There was 90% stenosis.

Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days of receipt.